Manufacturer narrative:
Intuitive surgical inc. (Isi) received the wound retractor access port for failure analysis investigation. The instrument was analyzed and was found to have a broken latch of the chamber portion of the access port. A detached piece approximately 9.6mm x 6.6 in size was returned with the accessory. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted left breast robotic dissection surgical procedure, the access port kit was being used, and the customer experienced a sudden loss of insufflation on the patient. The customer found that a piece of the access port had broken off causing a gas leak. The customer stated that all pieces were retrieved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment that fell into the patient. The customer stated that they experienced a gradual loss of insufflation, and the patient had tolerated the port exchange. The issue caused approximately a 15-minute delay.